Event description:
Reporter alleged high glucose readings of 250, 260 & 270 mg/dl so went to the lab for a test as a result. It was stated customers' meter read 256 mg/dl compared to the lab result of 90 mg/dl when blood was drawn and the same time, however, testing performed 15 minutes later. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device adn replacement product was sent.